Event description:
Pt developed a deep wound infection ((B)(6)) after surgery and had the components removed and antibiotic beads inserted on (B)(6) 2015. She is now waiting for the infection to subside for her next surgery. Pt had a history of (B)(6) infection prior to surgery but was clear at time of surgery. The surgeon confirmed the pt has had a long standing hospital acquired infection ((B)(6)). MFR #(B)(4).